Manufacturer narrative:
It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Pneumonia is a known complication of a peg / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2025 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In early (B)(6) 2025 while in a rehab center, the patient was receiving protein supplements via the peg tube. On an unknown date, the peg tube became clogged and the patient underwent a peg / j tubing replacement. It was reported that the patient's white blood cell count increased. It was unknown if the increased white blood cell count occurred prior to or after the peg / j tubing replacement. The patient was sent back to the hospital and was diagnosed with a urinary tract infection and pneumonia. On (B)(6) 2025 the patient died and the cause of death was due to the pneumonia.